Event description:
The hcp reported that the pt expired. The isomed pump was refilled on a 65 day cycle. Following a refill ("probably") in february or march of 2005, the pt experienced a syncopal attack while shopping. Pt was admitted to the hospital and made an "unremarkable recovery". Following a subsequent refill in 2005, the pt was admitted to the hospital in a comatose state. The hcp withdrew 31 cc from the pump and narcan was administered. The pt was "supported overnight and recovered". It was believed that they may have had pneumonia following this episode and that they may have aspirated while in a coma. The pt is described as "frail with many co-morbidities" and passed away in june of this year. The pt was buried "almost certainly with the isomed pump in situ". The death certificate states the cause of death as: "aspiration pneumonia, for weeks; parkinson's disease for years and cerebral vascular accident (cva), for months." The death certificate was signed in 2005 by the hcp.